Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Event description:
The customer's husband reported via phone call that the insulin pump stopped working in the morning. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer states that display did returned after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.